Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump has consistent button issues. The patient's blood glucose at the time of incident is unknown. The customer stated that he usually removes the battery and puts it back in and it the buttons sometimes work after that. Troubleshooting could not be initiated for the keypad anomaly due to the call dropping. No products were shipped or returned.